Event description:
The complainant reported that during a power injection of 1100 psi, a luer connected to the medrad syringe "broke away from the tubing" with the luer still intact on the syringe. Contrast media was sprayed; however, there was no report of injury to the patient or staff.

Manufacturer narrative:
The suspect device was not returned for evaluation; the complaint could not be confirmed. The device history record was reviewed with no related exceptions noted. In addition, a search of the complaint record found no other related complaints from the same lot number. These types of complaints will be tracked for any increasing trends. Evaluation - method: device history record and complaint history were reviewed.